Event description:
Patient was implanted with mtp fusion plate and screws on (B)(6) 2012. X-rays taken on an unknown date during an office visit revealed 1-2 screws were broken. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Patient was revised with another mtp fusion plate construct. This is 6 of 7 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis: device was returned, investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. This screw has been broken off at the neck. The 2.6mm diameter, flutes, stardrive, and threaded head suggest that this may be of the 02.211.008 family of parts. The, calculated, length is approx. 22mm. This was possibly a 02.211.022. The drive has some moderate marks, particularly at the top of the drive. The top of head has some minor marks. The head threads have material displacement at the major diameter that affects profile. The threads are displaced upwards towards the top of the head. The first three shaft threads have been damaged in such a way that would be consistent with a headless extraction. There are impact marks with displaced material approx. Mid-shaft. The remainder of the threads from midpoint to the tip has the major diameter flattened into an l shape folding back towards the head. The flutes have been impacted. The tip has some circular marks, indentations on it. The features that could be measured were within tolerance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned hardware consisted of an intact plate, three intact screws, and three broken screws. The mode of failure, broken screws, is addressed in line 400 of the design and clinical risk management document, 0000004474, rev a.52, for the 2.4, 2.7mm variable angle lcp forefoot midfoot system. The severity of harm is given as a 4 and the probability of occurrence of harm is given as a 1. The design risk assessment is adequate for the intended use. The mode of failure involved with this complaint is indicative of an overloading situation. The exact conditions under which the device was implanted or the compliant nature of the patient is not known.